Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had their deep brain stimulator removed due to an infection in 2008. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.